Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was place to technical services on (B)(6) 2016 due to noise and oversensing that resulted in storage of several nsvt episodes. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).